Event description:
It was reported that a malfunction occurred on the pump. There was no adverse impact to the customer¿s blood glucose level. The customer was assisted by technical support in resetting the pump, as reset information was provided.